Event description:
The pt called lfs in 2004 alleging that their one touch ultrasmart meter would power off during use. Pt attempted to test during the morning in 2004. They had been feeling shaky and nervous during the time of concern. They called a medical professional for advice; however, no further treatment was sought. A back up meter was not available. The customer service rep walked pt through troubleshooting and confirmed that the battery contacts were in good condition, battery was replaced less than 1 year ago, and battery was installed correctly. The meter did shut off before the time was up. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.